Manufacturer narrative:
Device evaluation: the reported issue of the instrument failing quality controls (qcs) and possible heat block failure were verified during service. The service technician observed that the temperature was showing 10 degrees celsius with the instrument powered up. The service technician powered the instrument off and back on and the heat block came up to normal operating temperature. The service technician determined that the heat block may be faulty. The issue was resolved by replacing the heat block and replaced the old-style lift wire assembly with the newer style lift bar assembly as a precautionary measure. The service technician then performed two cycles of normal and abnormal wet qcs and the qcs passed both times, on both sets. Preventive maintenance was performed as per specification. Note: the instrument was analyzed in the facility by a field service technician. The instrument did not return to a medtronic service depot for analysis. Conclusion: after investigation the complaint was confirmed for the act plus instrument failing quality control (qc), due to a possible heat block failure. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the instrument was failing quality controls (qcs), due to a possible heat block failure. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the lot numbers of the controls used are not available. It was stated that both liquid and electronic controls were used. The control values were not recorded. There was no error code displayed. The controls simply failed because the heat block would not reach temperature.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.